Event description:
It was reported that an ilet user awoke with blood glucose in the high 200s and later discovered the infusion set was disconnected at the anchor, which prevented delivery of corrective insulin. Symptoms included hyperglycemia peaking at 276 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization, with user reconnection to therapy and continued monitoring. Investigation included review of synchronized device data and user interview. Investigation of this case revealed that the device was functioning as designed, insulin dosing was being commanded, and the hyperglycemia resulted from an unintended infusion set disconnection; there is no device alert for an infusion set becoming dislodged. It was concluded, based on previously established findings for similar reports, that the cause was user-related dislodgement of the infusion set leading to loss of insulin delivery while the device otherwise performed as intended.